Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13aug2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. The device has been explanted and replaced. This record relates to the left side.